Event description:
It was reported that stent failed to expand and migration occurred, requiring additional intervention. The 70% stenosed target lesion was located in the moderately calcified superficial femoral artery (sfa). A 6x150x130 innova stent was selected fie use. During the procedure, after the wire was advanced and stent deployment began, it was found that the stent failed to flare properly and remained suspended within the sfa. After the stent was fully deployed, balloon angioplasty was required to ensure appropriate stent opposition to the vessel wall. However, during the ballooning process, the stent migrated towards the popliteal artery, and a second stent had to be placed in order to secure the lesion. The procedure was completed and there were no patient complications as a result of this event. It was further reported that vessel size was 6 mm and the stent was released completely.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that stent failed to expand and migration occurred, requiring additional intervention. The 70% stenosed target lesion was located in the moderately calcified superficial femoral artery (sfa). A 6 x 150 x 130 innova stent was selected fie use. During the procedure, after the wire was advanced and stent deployment began, it was found that the stent failed to flare properly and remained suspended within the sfa. After the stent was fully deployed, balloon angioplasty was required to ensure appropriate stent opposition to the vessel wall. However, during the ballooning process, the stent migrated towards the popliteal artery, and a second stent had to be placed in order to secure the lesion. The procedure was completed and there were no patient complications as a result of this event.